Event description:
After I hooked up the x-stream laparoscopic irrigation tubing set to irrigation fluid, I noticed a puddle on the floor and a leak from the area of the filter. I sequestered the defective device and got a new "like" device which we connected and used without issue throughout the case.